Event description:
The customer stated that on (B)(6) 2008, at 1:13 pm, a pt went into bradycardia and the mp70 did not alarm.

Manufacturer narrative:
The customer also stated that the set limits for the heart rate was 120/50, and the pause was set to >2 second. A philips response center clinical specialist asked the customer to send the event recording strip for review. The philips cs stated that based on the recording strip review, the heart rate noted was 56 (which is within the set limits), and the pause was less than 2 seconds (which is within the pause limits). Based on this data, the mp70 would not alarm since the set limits were not violated. That available data does not support that a malfunction has occurred. A vantive query did not indicate any trend or systemic issues. No other calls were logged and no further investigation or action is warranted. A written reply was sent to the customer with details regarding our investigation and findings. (B)(4).